Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.5 hardware: iphone13.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 25mg/dl while wearing the pod between 24 and 36 hours. The patient reported that the sensor was showing blood glucose readings of 70 mg/dl but her glucometer showed blood glucose levels of 25mg/dl. Symptoms reported include feeling ¿sick, dizzy, real bad.¿ the patient was treated by paramedics and was administered packets of glucose 2 of dextrose and 2 of glucagon. The patient was admitted to the hospital for two days and was diagnosed with hypoglycemia. Treatment during hospitalization included glucagon and glucose. Messages were reportedly displayed stating "no insulin being delivered".